Event description:
The customer reported the device will not power on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Office contact information: (B)(4). Conclusion: according to the available notes from field service engineer (fse), he had to replace 2nd gen power supply to address reported no ac power issue. Failed power supply was returned to fi lab and it was determined that the failure of c56 prevented the power supply from operating on ac power. The device is used for treatment. The device was not in use, and there is a relationship of the device to the reported event. Failed power supply was returned to fi lab and it was determined that the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device will not power on. There was no reported patient involvement.